Event description:
The customer¿s mother reported that her son¿s blood glucose was normal at 3.36 am with 0.8 ketones, so she gave him a 1 unit insulin bolus and a temporary basal of 0.2 units for 2 hrs. At 7:30 am a new pod was activated and at 10:37 am his bg measured 448 mg/dl and ketones were up to 1.4; another unit was bolused. At 11:45 am his bg was 444 mg/dl and ketones remained 1.8; no treatment was reported at that time. At 12:30 pm his bg was 469 mg/dl. He ate lunch and was given a 1.5 unit meal bolus. When he came home from school the mother noticed the cannula was out. She removed the pod at that time.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect was found. The caller reported that the cannula was out of the skin at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through lab investigation. The omnipod's user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.